Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Green status indicator flashing but beeping too.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The pad-pak was first installed successfully on the 18th march 2014 and performed to specification, alongside random manual power ons, up to the 29th november 2015. The device records power ups under 1 minute duration and of nonsensical durations between the 29th november 2015 and the 9th december 2015. This may suggest the user was removing the pad-pak to power up off the device rather than using the on/off button. The test pad-pak was installed and the device passed a self-test. No warnings were given and the status led continued to flash green while emitting a failure chirp. This would confirm he reported fault. The device was tested on calibrated equipment and delivered a shock without fault. An acceptable measurement was recorded. The device was disassembled for further investigation. Investigation found the reported fault can be attributed to a short circuit between the green and red status leds due to an over application of silver paste. The status leds are tested before dispatch, it is therefore concluded that the fault is intermittent in nature. The fault could not be replicated with a new membrane fitted. The device was still able to deliver therapy in this mode.